Manufacturer narrative:
(B)(4).

Event description:
It was reported the device had 8 episodes of non-sustained rv oversensing. The patient was asymptomatic. The signal appeared to be a far field atrial oversensing on the ventricular channel. Programming changes were recommended.